Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received the failed battery test and off no power alarm. Customer's blood glucose level was 340 mg/dl at the time incident and current blood glucose level of the customer was 123 mg/dl. The customer was assisted with the troubleshooting. The device will not be returned for the analysis.